Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer was using ru-500 insulin. Tandem technical support educated customer regarding insulin labeling. Customer's blood glucose was 405 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.